Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. Primary analysis finding: no anomalies were found.

Event description:
It was reported that during an implant attempt the lead would not form a j-curve. The lead was not used, and was replaced. There were no patient complications reported as a result of this event.